Event description:
Pt reported an increase in blood glucose levels (200-450 mg/dl), and they stated that their physician feels the device is the cause of the problem. Pt reported that they have had high blood glucose levels for the past two weeks. Pump user self-treated by increasing their basal rates and giving themself additional insulin injections.